Event description:
Customer reported a malfunction alarm after the pump had been dropped several times over the last few days. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump, and the customer planned to call back later to complete the reset when at home.